Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The battery cap was not returned. The test battery cap was fit to maintain an electrical connection. The pump was run for 24 hours successfully. No power on resets were found. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit bard or internal components. No damage was found to the power circuit. Unrelated to the original complaint, the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.